Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding multiple patients who have implanted systems or doctors. It was reported that a patient had read on the internet that a lot of people have serious issues related to the implanted system or doctors. The patient went to the internet and typed in ¿complaints for ... [Manufacturer] ... In scientific stimulator.¿ there were no further complications reported.